Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, and the user disclosed a small crack at the bottom of the screen; a replacement pump was shipped and instructions were provided to shut down the device, return the original using a supplied label within one week, and complete start-up on the replacement, with guidance to continue cgm monitoring via dexcom. Symptoms included no changes in blood glucose. Outcomes included no alarms or hospitalizations. Investigation included collection of device identifiers and the coordination of device return for evaluation. Investigation of this device revealed a screen usability failure consistent with damage to the device¿s display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.